Manufacturer narrative:
Long term pump analysis was completed 2015-08-31 and did not affect current analysis.

Event description:
Additional information, regarding a patient, was received from an registered nurse (rn). It was reported that the patient had been doing very will with their therapy over the days leading to the patient's death, and that there were no pump complications to their knowledge. An autopsy was not performed.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis of the pump revealed the miscellaneous overinfusion of undetermined root cause.

Manufacturer narrative:
Destructive analysis was completed and no new or additional anomalies found during destructive analysis.

Manufacturer narrative:
The previously reported eval code-conclusion(s) were updated.

Event description:
It was reported that the patient passed away and the death was unrelated to the device system. The device was returned to the manufacturer for disposal and underwent routine analysis. The pump system was being used to infuse gablofen.